Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm reading was low. The low cgm reading continued to (B)(6) 2026. The patient did not experience any symptoms, and no fingerstick was taken, but the patient called an ambulance. No fingerstick was taken by the paramedics but the patient was brought to the hospital. When a fingerstick was taken at the hospital, the blood glucose reading was 1000 mg/dl. No cgm reading was reported from that moment. The patient did not report any treatment as they were in a hurry during the call. The patient was discharged after 5 days. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.